Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 68.4 mg/dl. Reportedly, the sensor lost connection with the pump and reverted to manual mode. The customer gave a glucagon injection to address their bg. Customer was treated with intravenous fluids of saline. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.